Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring had some issues. Customer also stated that the insulin pump programming was not accurate. Customer also stated that the wrong time on insulin pump. Customer blood glucose was 91 mg/dl. Customer was treated with food for low blood glucose. The insulin pump will not be return for further analysis.